Event description:
The customer reported that they were unable to convert a patient from atrial fibrillation until the 5th shock and second set of defib pads. There were no negative impact to the involved device.

Manufacturer narrative:
This customer reported that they were unable to convert a patient from atrial fibrillation until the 5th shock and second set of defib pads. There were no negative impact to the involved device. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.